Manufacturer narrative:
The customer cancelled the service call. The device was retired from service. No conclusion can be drawn as system analysis or repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system exhibited a general disc error. Further info from the fse indicated that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.